Event description:
Rptr has had consistantly worsening condition. The device feels like it shifts when she moves. Rptr has been incapacitated by the severe lumbar pain. She has been diagnosed with a spinal cord lesion causing compression of her cervical spinal cord at the c5, c6 level. Her neurosurgeon has recommended at least 2 and possibly 3 surgeries to try to correct these problems that's due to a failed back surgery.